Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on august 7, 2006, and alleged that her meter was prompting an error 2 message. The medical affairs specialist spoke to the patient on august 8, 2006, and obtained and verified the following information. The patient was able to test on her meter one day earlier, in the afternoon, obtaining a result of 170 mg/dl. That evening, she attempted to test but was unable, due to the error message. She took 10 units instead of her usual 15 unit of humalin nph. The following morning, she woke up feeling groggy and having cottonmouth. She attempted to test, but the meter prompted an error 2 message. She stated these were typical symptoms she has when hyperglycemic; so she took 5 units of her humalog. She normally takes 2 units in the morning, but because of the symptoms she took extra. She felt better afterwards and then called lfs for assistance. The patient was using the correct testing technique, however, the meter issue was not resolved. This complaint is being reported, as the patient was unable to test; she decreased her insulin because she could not obtain a meter result. The next morning she had symptoms which she associates with hyperglycemia. A replacement meter has been sent.